Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Hospital. E1 - initial reporter address: (B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.00mm wolverine coronary cutting balloon was advanced for treatment. During the procedure, at fourth inflation, it was noted that the balloon ruptured at 12atm for about 10 seconds. The device was removed without any problem using normal method. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.